Manufacturer narrative:
This MDR related to the(B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had sticking buttons. The blood glucose reading was 5.1 mmol/l. The caller stated that the act and up arrow buttons were sticking. No significant events leading to the keypad issues were observed. The caller declined replacement of the device because she did not want to be involved with a loaner insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.